Manufacturer narrative:
Event date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient started noticing changes in charging pattern approximately in (B)(6) 2018. When the device was fully charged it would not provide therapy for 24 hours and to address the issue patient may be awaiting surgical intervention at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.